Event description:
It was reported that patient underwent a replacement procedure of his ambicor penile prosthesis (app) due to unknown reasons. All components were explanted and a new inflatable penile prosthesis (ipp) was implanted. Additional information was received. Device did not work any longer. Physician said that the patient mentioned the device has not been working for a few years. No adverse patient effects.